Event description:
It was reported to gems that a small wrench was taken into the magnet room where it was pulled into the bore while a pt was in the magnet room. No injury was reported. The signa user documentation clearly and prominently warns against bringing ferrous objects into the scan room.